Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs of contamination and light discolorations, which indicates multiple reprocessing cycles. The product was returned with a 2.5mm connector. Closer examination revealed a tear in the funnel where the connector was connected. Based on the visual exam, the complaint was confirmed. No manufacturing related issue could be identified. Most likely the defect was caused by wear and damage due to use. The instructions for use (IFU) states: "frequent (thermal) reprocessing affects the service life of this product (maximum 10 reprocessing cycles, based on 134 ¿/ 5 minute steam sterilization cycles). The end of the service life may also be limited by wear and damage due to use. Never perform hot-air sterilization. Extended sterilization period reduces the service life of the products."

Event description:
The customer alleges that the funnel is torn. Veterinary use.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the funnel is torn. Veterinary use.